Event description:
On 08/31/1999, the manufacturer (MFR.) Rec'd a medical device reporting annual user faiclity report from the facility that states the following: the introducer for the device line split while introducing it into the site. It is supposed to split and pull out as the device is placed. It broke prior to the device line being placed. On 08/31/1999, the MFR's rep contacted the facility's risk mgmt for add'l info (i.e., pt's ID, date of event, implant physician's name/address/telephone number, is the device available to be returned to the MFR, for analysis etc.). The facility's risk mgmt requested for MFR fax a blank product complaint report (pcr) form to her for completion. On 09/01/1999, the MFR rec'd pcr report from the facility with the info requested. The report also states that the device in question was disposed of by the facility. No further details were provided. Since the device is not available to be returned to the MFR for eval, the MFR's investigation of this event will be limited to a trend analysis and review of the device history record.